Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise and loss of capture on the right ventricular (rv) lead. The noise was oversensed which resulted in pacing inhibition of greater than two seconds on the right ventricular channel. At this time, the pacemaker and rv lead remain in service. The source of the observations has not been determined. No adverse patient effects were reported.